Manufacturer narrative:
.

Event description:
It was reported on 05/02/2016 that this patient is deceased. The cause of death is unknown. The obituary was published (B)(6) 2015 but the date of death was not stated on the article. No additional relevant information has been received to date.